Event description:
On (B)(6) 2012 the customer reported a flogard pump with an f78 alarm. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with an f-78 was confirmed via the sample evaluation. The cause of the f-78 was determined to be due to a loose motor coupling. The position of the brushes was adjusted onsite at the facility by a baxter field service technician to correct the problem.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4).